Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the ventricular lead exhibited oversensing which could be reproduced with manipulating the device. The device was successfully reprogrammed. The patient would continue to be monitored.